Manufacturer narrative:
Correction: [h6]:according to clarifications received on nov 05,2020 and nov 15, 2020: health effect - clinical code: the case was classifed with clinical code # 1969 according to cec definitions. Code # 4440 was removed per angiogram analysis . Additional informtion: angiogram analysis (dated november 12, 2020) indicated the following: 1. Baseline angiogram on 28.7.2015 shows a stent implanted in m1 and 2 overlapping stents in the proximal lad at the bifurcation of d1. Good results. 2. Next angiogram on 7.3.2020 shows moderate (<50%) re-stenosis at the site of overlap in the lad, with timi 3 flow. 3. There is no angiographic evidence of thrombus or positive re-modelling of the artery 4. The previously placed stents have not migrated, and the struts appear to be of normal diameter for an expanded stent ` . 5. The stent in m1 is widely patent. 6. The rca is diffusely diseased with a patent stent. 7. Intra-vascular imaging is done (images not provided). 8. Following pre-dilation, 2 new overlapping stents are implanted inside the previous stents in the proximal lad. 9. The stents are post-dilated with a good angiographic result. Due to the lack of ivus images the presence of thrombus, recoil of the stents or positive re-modelling of the artery could not be confirmed. DHR (device history records) review (dated november 17, 2020) indicated that the product was supplied meeting specifications. IFU (instructions for use) review (dated november 29, 2020) indicated that no deviation of IFU was reported. Overall conclusions from final report (dated november 29, 2020): 1. The review of the dhrs (device history records) indicates that the products were supplied meeting specifications. 2. Myocardial infarction is a well-known potential adverse event that may be associated with the implantation of a coronary stent in coronary arteries and is listed as such in section 7 of the elunir IFU. In this case the event was not unanticipated based on the known risks, including the patient's history of hypertension, hyperlipidemia and coronary disease. 3. The investigation findings do not lead to a clear conclusion about the root cause of the reported adverse event and its relationship to the elunir stents implanted in the index procedure. 4. The event of this complaint is addressed in the elunir dmfea report and the risk remains low. No new risks were identified. 5. The patient discharged home on (B)(6) 2020 in stable condition. On (B)(6) 2020 the 5-year follow up was performed. The subject was in a good condition with no issues.

Manufacturer narrative:
The case detail report indicated that two devices were used in the procedure. Since it cannot be determined which device actually caused or contributed to the event, 2 separate MDR reports are submitted. MFR report # for the second related case: 3003084171-2020-00012.

Event description:
The event became known as part of the protocol binding, routine periodic follow up for patients participating in (B)(4) clinical trial. The following description was received from the medical center: on (B)(6) 2020, patient presented to the hospital after experiencing severe chest pressure during a vigorous bike ride. The ECG revealed acute st elevation in the left anterior descending artery (lad) distribution. It was reported that initially st-elevation myocardial infraction (stemi) was noted during the angiography later the subject was completely chest pin free and all 3 coronary arteries were completely patent and the thrombolysis in myocardial infraction (timi) 3 flow revealed no clear etiology for the transient coronary occlusion and therefore the stemi was called off. The subject was taken to the catheterization lab and the left anterior descending artery (lad) territory revealed transient stent thrombosis due to stent malposition and positive remodeling of the artery. The subject was successfully restented using intravascular ultrasound (ivus) guidance and 2 drug eluting stents were implanted. On (B)(6) 2020 patient was discharged home in stable condition. Per principal investigator relationship to study device was positive because of the remodeling of the lad and some recoil of the originally placed drug coated stents which led to stent malposition during bicycle ride and the transient late thrombosis was treated successfully. Per clinical ethics committee (cec) dated (B)(6) 2020 the event was assessed as possibly related to device.